Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap transfer set and the patient line of a homechoice cassette. This occurred during drain of peritoneal dialysis therapy. The patient tightened the connections prior to therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.